Manufacturer narrative:
Evaluation summary: all available information was investigated, and the reported griper actuation issue was confirmed via return device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the gripper actuation issue. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip (81106u103) was implanted, reducing the mr to 1. On an unknown date, the patient returned symptomatic. It was noted the clip had partially detached from the posterior leaflet (not fully detached). The posterior leaflet was noted to be torn and the mr increased to 3. On (B)(6) 2019, a second procedure was performed for treatment. The first clip delivery system (cds 90327u118) was advanced to the mitral valve; however, it was noted that both the gripper arms were not moving. Troubleshooting was performed, but unsuccessful. The grippers still would not lower; therefore, the clip was not implanted and the cds was removed and replaced. One clip was implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.